Event description:
The customer complains about blood leak during treatment. Qb=250ml/min, uf=0.8l/hr, venous pressure=165 mmhg. Dialysate pressure= 155mmhg. There was insignificant blood loss. No medical intervention was needed. No serious injury.

Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibers. The sample has not arrived for investigation yet. The root cause of this event can be determined after investigation.